Event description:
It was reported to philips that the geometry movement was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system rail had strange noise during geometry movements. Upon functional testing, the fse found roller rubber of long axis direction had noise when rubbing with rail. The fse cleaned the rail and calibrated the long axis drive unit, the noise situation improved a lot but still there was some noise, so the fse advised to replace the motor drive unit. To resolve the reported issue the fse replaced the drive unit, adjusted the position of longitude brake and performed stand longitude current adjustment. After replacement and necessary adjustments, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.